Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse) and found the touchscreen was damaged. The customer replaced the touchscreen. The device was then functionally tested and passed specification testing. No other anomalies were reported. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
The philips product investigation lab (pil) received the replace touchscreen and evaluated the part on 25sep2023. The touchscreen was installed into a pil test device and booted into diagnostic mode to complete testing. The touchscreen failed use in the diagnostic pass and failed to respond to attempts at setting changes.  The touchscreen then failed multiple resistance measurements. The touchscreen also failed controls testing. Following calibration, the touchscreen was stated to have functioned. This completed the touchscreen testing at the pil. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced gas delivery system (gds), for the failure during preventative maintenance (pm) which occurred in the same event as the touchscreen issue documented previously, was returned to the product investigation lab (pil) for evaluation by a pil technician (tech). The issue of flow sensor drift has been previously investigated and documented. Over time the flow sensors become contaminated and start to drift. This drift causes inaccurate readings with the air, oxygen, and o2 concentration flow readings. The risk assessment has determined that the overall risks associated with flow sensor drift is acceptable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer called technical support (ts) reporting that the device's touchscreen and gas delivery system (gds) failed preventative maintenance (pm). The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.